Event description:
It was reported that the patient presented to the clinic where dislodgement was confirmed. No electrical issues were observed. Programming changes were made. There are no plans to explant the lead. Lead will remain implanted. The patient was stable.